Event description:
It was reported that during set-up of a da vinci si surgical procedure, the tips on the fenestrated bipolar forceps instrument were observed to be bent. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with one bent grip, which caused side to side misalignment of the grips. There was a .075¿ offset at the tips, indicating that overloading at the tip occurred. The instrument also passed electrical continuity testing. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering evaluation also found that the pitch cable at the distal clevis hub was broken. The cable segment that contains the crimp was remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The surface of the distal pulley also exhibited scratches. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.